Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, there was placement difficult with introducing the stylet pass the lead lumen. The stylet was block approximately 3 cm beyond the lead connector. The lead was removed and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analysis noted that the stylet insertion test was failed. Destructive analysis was performed, and blood obstructed in coil lumen was observed. If information is provided in the future, a supplemental report will be issued.